Event description:
During endoscopic sinus surgery, a small 0.5 mm x1 millimeter tip of the frontal recess probe came off of the probe and was retained in the soft tissue. No pt harm noted at this time. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: bil endoscopic sinus surgery, orbital decompression.